Manufacturer narrative:
The device is evaluated remotely. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem was due to defective battery. However, quotation is refused by customer and no repair performed by philips.

Event description:
It was reported to philips that the device's battery is faulty and cannot be charged. There was no patient involvement.